Event description:
Reporter alleged the patient received the results of 41 mg/dl and 127 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and high platelets (plt) results on two different patients. The results were reported out of the lab. After reviewing the patients' rerun results from a different instrument, the operator noticed discrepant results. The lab sent out corrected reports before patient treatment could be affected. No change to patient treatment was associated with this event.

Manufacturer narrative:
Edwards research and development completed the functional testing of this device and the report conclusion states: this returned valve was explanted after 19 days due to reported aortic regurgitation. The customer believes a ¿displaced leaflet¿ is the cause of the reported aortic regurgitation and provided an echocardiography. According to [our independent consultant¿s] evaluation of the echocardiography, the moderate regurgitation appeared to be non-central, or paravalvular in origin. Functional evaluation of the valve performed at edwards could not reproduce the reported aortic regurgitation; the trf is approximately 5 times less than the 15% maximum per iso(B) (4). Although leaflets 1 and 2 appear to be low compared to leaflet 3, functional testing at edwards demonstrated that this leaflet position did not result in regurgitation. Therefore, the evaluations could not support the customer's claim.

Manufacturer narrative:
The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Tee images were received on cd for (B) (6) 2009 and (B) (6) 2009 and the results have been provided to the surgeon. No other information has been provided at this time. Evaluation summary: no inconsistencies detected in the leaflets. Minimal host tissue is detected at the stent outflow. The valve will be sent to research and development for functional testing.

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. DHR review has been started. Device to be returned. Echo cd has been received and forwarded to medical consultant for review.device not received for evaluation.

Event description:
Reportedly, the device was explanted after an implant duration of .63 months due to regurgitation. Magna 300025mm was implanted to correct aortic regurgitation in 2009. Patient also had an annulo-aortic ectasia and ascending aorta replacement was conducted on the same day. Aortic valve replacement was performed under good view because the aorta was fully incised horizontally for ascending aorta replacement and the size of the valve was also large as 25mm. The following month, cardiovascular internal medicine pointed out aortic regurgitation. Magna 300025mm was explanted for aortic valve replacement four days later. Mosaic 25mm valve was implanted as a replacement. It was reported that the incomplete leaflet coaptation was observed at ncc position during the operation. The position was consistent with the preoperative echo findings. Customer commented that the regurgitation occurred to the similar extent since the previous operation until this operation, and it was over moderate. Customer observed the valve after the explant and one of the leaflets was found displaced. Customer thinks that the incomplete coaptation was the cause of aortic regurgitation since there were no technical mistakes such as perivalvular leak. Customer would like to know the cause of the incomplete leaflet coaptation and requested in vitro flow test.